Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. After receiving instructions from technical support, the customer successfully reset the pump, and the malfunction did not recur, allowing continued use of the pump.